Event description:
It was reported that at the patient¿s follow-up visit the left ventricular (lv) lead showed a history of high thresholds and high impedance. It was noted that the lv lead had been turned off a few weeks ago due to possible pvc¿s (premature ventricular contraction) and the patient complaining of feeling pvc¿s. The lv lead was turned on, av (atrio-ventricular) opt was performed, and device was programmed as appropriate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2003; 694765, lead, implanted: (B)(6) 2003. (B)(4).